Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient telling the doctor she wanted to feel more stable. She also said she wanted her leg to be straight.